Manufacturer narrative:
On 2024-12-30 the blood pump in question was returned to berlin heart gmbh for investigation. During external visual inspection of the returned blood pump, no abnormalities were found. The blood pump was cleaned and disinfected to test its functionality. The pump performance met our specifications. The pump was completely filling and emptying, and the membrane movement showed no abnormalities. For the leakage test, the pump was subjected to a pressure of approximately 300 mmhg for over a longer period of time (approx. 5 minutes), and no pressure drop could be determined that indicated a defect in the pump. Neither a defect nor a malfunction could be detected. The exact cause of the failure in question could not be determined.

Manufacturer narrative:
The affected blood pump pu valves; 30 ml in/out; ø 9 mm, sn (B)(6), was in use on the patient only during implantation. We have reviewed the production records of the excor blood pump and the pump was produced according to our specification. A detailed investigation report on the left blood pump will be provided as soon as it is available.

Event description:
On (B)(6) 2024, berlin heart inc. (Bhi) clinical affairs (ca) was on-site for a bedside transition procedure. Two berlin heart 9 mm cannula extension, along with a 30 ml blood pump (serial number: (B)(6)) primed with normal saline and confirmed to be free of air, were connected to the patient's pre-existing berlin heart excor cannulas. During the de-airing process, persistent air accumulation above the inflow valve was observed. Despite the surgeon's repeated efforts to evacuate the air bubble, additional air accumulated after each "step left" maneuver. Multiple attempts were made to de-air the system and reconnect all connection sites, but these measures were unsuccessful. Consequently, a decision was made to remove the cannula extensions, and the blood pump was connected directly to the patient's cannulas in a wet-to-wet manner. Even after the removal of the cannula extensions, air continued to accumulate above the inflow valve with each "step left" maneuver. Following numerous unsuccessful de-airing attempts, the team decided to prime a backup blood pump (serial number: (B)(6)). The backup pump was successfully placed directly onto the cannulas, and de-airing was achieved. Throughout the procedure, the patient was supported with intravenous epinephrine, blood products, bipap, and sedation medications. Once transitioned to the berlin heart blood pump, the patient's hemodynamic stability improved. The blood pump demonstrated full fill and eject functionality, confirming successful operation.